Event description:
It was reported that a patient experienced an infection at an unknown timeframe with unknown intervention. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: mexico. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history records review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.